Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely due to some kind of stress such as damage or deterioration of parts and/or a random component failure. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device had an image that becomes indistinct or noisy. There were no reports of patient involvement.